Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 260 (mg/dl). Customer administered a correction bolus to treat elevated bg level. It was noted that pump appears to be functioning as expected. Customer declined to provide additional information or to complete any further troubleshooting on the reported issue.